Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU): other adverse events: ·the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. If additional relevant information is received, a supplemental medwatch will be filed. Complaint internal reference: (B)(4).

Event description:
It was reported a physician performed a novasure endometrial ablation (exact date unknown) and sometime post procedure the patient had an infection. It is unknown if the infection was caused by the procedure or the sterilization process at the hospital itself. We have been unable to obtain additional information surrounding this event.